Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. No specific CGM nor blood glucose readings were reported for this event, but it was stated that the patient overdosed with insulin as the CGM reading was indicating a high reading when they were ¿already lower¿. No specific symptoms were reported, but it was understood that the patient experienced a hypoglycemic event. The patient stated they went to the hospital, but no specific treatment was reported. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient´s current condition was unknown. There were no reported glucose values available to search within the Parkes Error Grid calculator. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.